Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited failure to capture and noise oversensing due to isometric movements of the arms. No intervention was performed. The patient was in stable condition and will continue to be monitored.